Event description:
33 weeks gestation bmi 24.4, complete at 5am. See strip in tracevue for the example of pickup of maternal hr and subsequent tracing until delivery for the drop out of the signal during contractions and pushing. This made it difficult to fully assess fetal status.